Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue and insulin delivery was resumed. Customer's blood glucose level was 136 mg/dl.